Event description:
It was reported that a malfunction alarm with code malf 16 occurred with the pump, and there were no notable events prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to an alternate form of insulin therapy to ensure continued insulin delivery.